Event description:
It was reported that stored electrograms revealed noise on the right ventricular lead. The patient complained of fatigue and shortness of breath. The patient also reported experiencing near-syncopal episodes when extending her left arm over her head. Device interrogation confirmed oversensing with left arm movement. The lead was capped and replaced successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).